Event description:
It was reported that the patient presented in clinic for an initial implant of a right atrial leadless pacemaker (ra lp) on (B)(6) 2025. It was noted that the patient's anatomy was difficult, and after multiple repositioning attempts, the helix of the ra lp became stretched. The patient was stable throughout the procedure.

Event description:
Additional information received indicated the ra lp was replaced successfully.